Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, material or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified flush syringe had a damaged plunger rod before use. The following was reported by the initial reporter: "on (B)(6) 2021 , the patient was admitted to the hospital for treatment of coronary heart disease. After infusion, the needle was sealed with the prefilled flush syringe, package was opened and found that the piston handle of the olunger was damaged and could not be used, so it was immediately replaced"